Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported by the patient that there was a infusion set bent cannula event which led to high blood glucose levels and treated with correction bolus via pump on (B)(6) 2026.